Manufacturer narrative:
The technician replaced the pendant to repair the bed. There was no visible damage.

Event description:
Information received indicates, the bed has no head down function from the pendant.